Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Catalog #: a complete catalog # is unknown as serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. Exact date of implant not provided, timeframe provided in article is from january 2017 through march 2018. The products are not returning for evaluation. There was no serial number reported for this device; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. (B)(4).

Event description:
The publication reports 1 patient had intractable dysphotopsia requiring a lens exchange; "many" patients reported early dysphotopsias; 2 of which reported persistent moderate dysphotopsia at later post op visit. No further information provided. Pandit, r.t. (2018) monocular clinical outcomes and range of near vision following cataract surgery with implantation of an extended depth of focus intraocular lens. Journal of ophthalmology, https://doi.org/10.1155/2018/8205824.